Manufacturer narrative:
Exact date of implant is unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52.7 cm abdominal aortic aneurysm. It was reported that a type ia endoleak was discovered with aneurysm expansion. An endurant cuff was implanted and the event was resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact source and cause of the possible endoleak could not be conclusively determined from the 3d recon report provided. The pre- implant anatomy information, films during implant, earlier post implant films, and additional films that showed the reported proximal type I endoleak were not provided. The 3d recon report did not show any obvious characteristics that could explain the proximal type I endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.